Event description:
Per the clinic, the patient experienced migration of the implant. Subsequently on (B)(6), 2012 the patient underwent a procedure to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.